Event description:
The patient heard a critical pump alarm. On interrogation, the pump showed it had stalled several times; the reason was unclear. It was noted that the patient had treatable underdose-symptoms. A pump replacement was planned. The device system was used to deliver temgesic 324.3 mcg/ml at 1.45 ml/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)